Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3: it was initially reported that the device was available for return analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.

Manufacturer narrative:
The sus voluntary event report indicates that the device is available to be returned for evaluation; however, it has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Sus voluntary event report (mw5097627).

Event description:
Sus voluntary event report (mw5097627) received that states: "during procedure when perclose proglide was removed from vessel, it was noted that a footplate was missing from the device." No additional information was provided.